Event description:
Customer's mother reported a broken screw on the battery compartment of her daughter's insulin pump. The mother also reported that the lcd screen is blank. The daughter stated that there were black spots on the screen. The customer could not recall how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power, low battery alarm or blank display noted. No bleeding on lcd glass was observed. The device had stripped battery cap (p) at the coin slot area, cracked battery tube threads and minor scratched lcd window.